Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (malpositioned stent) is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon believed to have inadvertently implanted two (2) stents- one (1) on top of the other. The surgeon attempted to complete the procedure, however was unable to properly place the first stent from a back-up device in the trabecular meshwork (tm), and the stent was observed floating intraoperatively. Per report, due to compromised visibility, the surgeon performed irrigation and aspiration (ia) in an attempt to retrieve the floating stent, but could not confirm if the stent was successfully removed from the patient¿s eye. A follow-up examination to view the anterior chamber (ac) was scheduled. Additional information has been requested.